Event description:
The account reported the right side rail does not latch. The stretcher is located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the ratchet rivets holding the right side rail and tube are broken and the end tube is bent. Per the hill-rom service manual is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the right side rail end tube, ratchet rivets and mounting hardware to resolve the issue. Based on this info, no further action is required.